Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release. Reportedly, she changed site last night took a shower this morning and disconnected but it did not reconnect after her shower the site location was lower left side of abdomen and the pump was located on the right hip. The infusion set had been used for a day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 149 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release. Reportedly, she changed site last night took a shower this morning and disconnected but it did not reconnect after her shower the site location was lower left side of abdomen and the pump was located on the right hip. The infusion set had been used for a day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 149 mg/dl. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release. Reportedly, she changed site last night took a shower this morning and disconnected but it did not reconnect after her shower the site location was lower left side of abdomen and the pump was located on the right hip. The infusion set had been used for a day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 149 mg/dl. No further information available.